Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07860, related manufacturer reference number: 2017865-2021-07861. It was reported that the patient presented was hospitalized with symptoms of fatigue, dyspnea, fever, and sinus tachycardia. Cultures revealed that (B)(6) bacteremia had developed. An echocardiogram was performed and revealed that there was vegetation on the patient's right ventricular lead. The patient's implantable cardioverter defibrillator, atrial lead, and right ventricular lead were explanted. The patient was stable.